Event description:
A surgeon reported a damaged driver that was broken during a spine procedure. The surgeon stated the damage occurred while inserting iliac screws and when tapping line-to-line. The surgeon had the sleeve engaged and force applied. The break on this driver was a spiked fracture. A second driver was utilized to continue with only a two minute delay to switch-out instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Mechanical engineering analysis finds that the driver was misused by being over torqued. A replacement driver was sent to the surgeon.

Manufacturer narrative:
Lot # and mfg date provided. Suspect driver has been received, but evaluation is still ongoing.

Manufacturer narrative:
Patient weight not made available from the site.device lot number, or serial number, not available.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.no parts have been returned to manufacturer for analysis.